Event description:
Customer reportedly received the following results on the aviva conect system within 10 minutes: 8.6 mmol/l and 2.1 mmol/l. The test strips in use at the time are no longer available. No death or serious injury reported. Requested return of suspect device for evaluation, however the strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.